Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting down. The customer¿s blood glucose level displayed as "high", specific value not provided. Reportedly the customer went to the hospital. The customer declined to provide any additional information regarding the hospitalization. Ultimately, the customer reverted to an alternate method of insulin therapy.